Manufacturer narrative:
Additional manufacturer narrative : the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt4015/8044679, tgt4015/8044671). The procedure was concluded with no endoleak present. On (B)(6) 2010, a follow-up study did not reveal any adverse events. The aneurysm diameter was 74 mm. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, a follow-up study revealed the aneurysm diameter measured 63 mm. No endoleaks were present. On (B)(6) 2011, a follow-up study revealed a type ii endoleak. The aneurysm diameter measured 89 mm. On the same day, the patient underwent an endovascular procedure whereby two gore® tag® thoracic endoprostheses were implanted to treat the endoleak. Later, the patient was withdrawn from further follow-up studies.